Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient has experienced pain at ipg site since implant on (B)(6) 2019. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the ipg was repositioned. Therapy was restored postoperative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.